Event description:
The user from user facility reported that the device was missing component during a procedure. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Additional information: d9 device evaluation: follow-up report submitted to document device evaluation results.

Event description:
The user from user facility reported that the device was missing component during a procedure. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.